Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardiac monitor (icm) recorded low amplitude r-waves which were under-sensed and resulted in inappropriate pause detections. No interventions were performed and no patient consequences were reported.

Manufacturer narrative:
Correction: section b5. The b5 should have included "frequent inappropriate pause detections", instead of just "inappropriate pause detections".

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardiac monitor (icm) recorded low amplitude r-waves which were under-sensed and resulted in frequent inappropriate pause detections. No interventions were performed and no patient consequences were reported.